Event description:
Defibrillator being utilized to resuscitate a newborn did not deliver an energy charge through neonatal paddle. Paddle was removed and pt successfully cardioverted to baseline rhythm using adult paddle.